Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, underweight, crease fold, red particles on the surface of the shell. A microscopic analysis was performed which identify, crease sharp, stress mark, wear abrasion. Based on the device analysis, the final assessment is: a crease sharp in the posterior side assessed, as fold flaw opening.

Event description:
Patient reported, concern for textured breast implant device. And pain on right side. Healthcare professional reported rupture. The device has been explanted.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported concern for textured breast implant device and pain on right side. Healthcare professional reported rupture. The device has been explanted.